Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of no image was not confirmed, but the output socket was found to be damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer notified olympus that the evis exera iii xenon light source had a loose contact and the image had disappeared. There were no reports of patient harm associated with this event.

Event description:
Additional information was provided by the customer. The problem presented itself before and during the therapeutic and diagnostic endoscopy procedure. The procedure was completed successfully using a similar device that was exchanged during the procedure. No patient injuries or damage.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated sections b3 and b5).

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the moisture residue in the air hose (ingress through the connecting socket) was likely caused by a failure of the connecting socket, a definitive root cause could not be identified. A definitive root cause of the image disappearing could not be confirmed since the defect was not reproduced during device evaluation. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.